Event description:
During the investigation of this complaint, it was determined that the device here reported is in fact a concomitant (associated) device in the event.

Manufacturer narrative:
During the investigation of this complaint, it was determined that the device here reported is in fact a concomitant (associated) device in the event therefore it will be reported as such in medwatch 0009613350-2021-00511-1. Please delete this report from your records. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: avenir müller, stem, lateral, uncemented, ha, 1, taper 12/14; catalog#: 01.06010.101; lot#: 2927103. Concomitant medical products: therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was revised due to implant fracture.